Manufacturer narrative:
Please be advised that this complaint originates from a double blind survey. Therefore, information available (i.e. Lot, catalog, site, etc.) Is very limited. Complaint conclusion: as reported in the survey, respondent two reported an inability to deploy the device of an unknown mynxgrip vascular closure device (vcd). Converted to manual pressure. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint " sealant failure to deploy¿ could not be evaluated. With the limited information provided and with no procedural films, the cause of the reported event could not be determined. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event. Per the mynxgrip IFU, which is not intended as a mitigation, step 2: deploy sealant, while pulling lightly on the device handle to ensure the balloon is abutting the vessel wall, open the sheath stopcock to confirm temporary hemostasis. Detach the shuttle and advance until a definitive stop is felt. Grasp the sheath and with draw it from the tissue tract. Light tension should be maintained to keep the balloon abutted against the vessel wall. Grasp the advancer tube at the skin and gently advance until the single marker is fully visible and hold for up to 30 seconds. Then lay the device down for up to 90 seconds. Based on the information available for review, there is no indication to suggest that the reported incident could be related to the design or manufacturing process of the units. Therefore, no corrective or preventive actions will be taken at this time.

Event description:
As reported in the survey, respondent two reported an inability to deploy the device of an unknown mynxgrip vascular closure device (vcd). Converted to manual pressure. The device is not available for evaluation.